Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had connection error. A field service engineer remoted into the station via remote support service (rss) and observed that the disconnected mode icon was visible. The customer had rebooted the station about 30 minutes earlier, and it appeared that the network issue was already resolved on their side. Within three minutes of remoting into the station, the icon cleared, confirming normal connectivity. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pacu device displayed a connection error and nurses were unable to dispense medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.